Event description:
It was reported that a 512s was used during a fundoplication. It was reported by the affiliate that the instrument gasket was defective. This resulted in a extended or time for the pt (30 mins). 10/21/1998 add'l info from affiliate. The gaskets are torn on both devices. 10/26/1998 message from affiliate. Due to the fact that the defect trocars had to be removed for replacements, the operation time was delayed 30 mins.